Manufacturer narrative:
(B)(4); attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the right ventricular (rv) channel and high out-of-range pace impedance measurements (>2000 ohms) on the rv and left ventricular (lv) leads. Boston scientific technical services (ts) was consulted and discussed the possibility of a fracture of the rv ring electrode and suggested programming the lv pacing vector to exclude the rv ring electrode. This crt-d remains in service. No adverse patient effects were reported.